Event description:
Boston scientific received information from a family member that this patient, implanted with this pacemaker system in (B)(6) 2009, died in (B)(6) 2013. The patient's death was attributed to dementia, dysphagia and loss of appetite. Additionally, the patient developed a (B)(6) infection that affected a heart valve and attached to the patient's pacemaker.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.